Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a reboot of the operating software was necessary. The technical support specialist connected and restarted the operating software, allowing the ciisafe application to launch successfully the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ cii safe, unable to login to the application. The customer reported that the failure occurred when the medication was issued, leading to a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.